Event description:
It was reported that the case was a follow-up procedure using optical coherence tomography (oct) for a patient who had an unspecified xience prime stent deployed in the distal circumflex artery (cx). An angiogram was performed first and the xience prime stent was observed to be patent, with no in-stent restenosis. Next, an oct catheter was advanced onto the balance middleweight (bmw) elite guide wire; however, strong resistance was noted with the bmw elite guide wire and the oct catheter would not advance. The bmw elite guide wire and the oct catheter were removed from the patient anatomy as a single unit. A non-abbott guide wire was used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: guide cath: heartrail ii 6fr jl3.5; stent: xience prime; other: optical coherence tomography (oct)catheter. The customer reported the device was discarded. Investigation is not yet complete. A follow-up will be submitted with all relevant information.